Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: patient weight was mistakenly not reported in the initial report and is being provided here.

Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-01275. It was reported that the patient experienced painful stimulation and stimulation in the wrong locations. As a result, surgical intervention may occur to address the issue.

Event description:
Additional reporting was received that high impedances were measured at a lead, and surgery occurred to explant one lead. It is not known which lead was explanted, so all suspected leads are being reported as explanted.1291.